Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg readings were 80 and 240 mg/dl. The meter bg readings were 140 and 175 mg/dl. No additional patient or event information was available. A root cause could not be determined. Reportedly, the customer calibrated the sensor and began receiving accurate readings.